Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results and increased monitoring results confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. During the trend review of all infection complaints for the period of feb/2018 through jan/2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to (B)(4) manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at time of investigation. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported right side infection. Device has been explanted.